Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited  intermittent atrial under sensing on stored electrograms (egm) with falsely classified termination of ongoing atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.